Manufacturer narrative:
(B)(4). Batch # t5ee70. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60d cartridge reload loaded on the device. The cartridge was received unfired with 11 double drivers and one single driver missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from right proximal side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a lar procedure, while using the psee60a, an error while firing. When the surgeon pulled back the safety lock and fired the trigger, the blade suddenly stopped in the middle of cartridge. As an emergency measure, the surgeon backed off the blade and detached it from the tissue. There were no patient consequences.